Manufacturer narrative:
Device eval: the stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specs. As no device was rec'd for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 1,702 days after a coronary drug eluting stenting treatment procedure, the pt experienced chest pains. Target lesion 1 (14mm long) was located in the mid right coronary artery (mid rca) with 85% stenosis and a 3.5 mm reference vessel diameter. The target lesion was treated with pre-dilatation and placement of a 3.50x16mm express2 bare metal stent. Residual stenosis was 10%. The pt was discharged two days later on aspirin and plavix. On 1,702 days post coronary index procedure, the pt was admitted with complaints of chest pain for two to three days associated with dyspnea. The pt has been non-compliant with medications, prior to admission. Myocardial infarction was ruled out. A nuclear stress test was performed and was abnormal. A cardiac catheterization was postponed until the pt's hypertension and chronic renal failure were better controlled by medical therapy. The physician noted it was unk if the serious adverse event was related to the study device. The event was reported resolved as of 2006.